Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "periprosthetic fractures of the femur after hip arthroplasty: an analysis of 99 patient" by keith holley, md, jonathan zelken, ba, doublas pdgett, md, george chimento, md, andrew yun, md and robert buly, md published by orthopaedics; doi 10.1007/s11420-007-9045-4 on 25 april 2007 was reviewed for MDR reportability. The article's data includes thas over a 17 year old period but does not clarify products used with the exception of one case in narrative form of type b1 fractures (fracture with stable implant). A table (table 2 for type b1 fractures) is included with patient identifiers but the table does not identify the products utilized for each patient and reviewer unable to determine which patient in table the narrative description is referring to. The article states: "one patient with a b1 fracture around an srom (depuy orthopaedics, warsaw, in, USA) stem underwent revision to a longer s-rom stem with retention of the ingrown sleeve component, as well as stabilization with a strut allograft and cables. This patient healed successfully without complications and had a stable component at latest follow-up." Adverse event: femur fracture, surgical intervention. Impacted product: depuy s-rom stem.